Event description:
A surgeon reported a pt with an unexpected outcome and uncorrected astigmatism following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported the event continues. He also reported the pt experiences blurry vision especially in dim light. A lens exchange is planned.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 05/11/2012 and 05/16/2012 by phone, fax, and mail. A completed questionnaire was received on 05/22/2012. (B)(4).